Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and was trying to insert a sensor but the needle would not release from the hub. Customer's blood glucose level at the time 118mg/dl. No additional information was provided.